Event description:
Upon plugging in the laser probe to test during the procedure, everything was normal, with laser light emitting from only the tip of the laser probe. When the patient was positioned to isocenter of the MRI, the clinical specialist noticed laser light emitting from the probe umbilicals. The laser probe was removed and replaced with a different laser probe. The defective laser probe was disposed of at the site. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". Section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." Product was not returned, therefore, evaluation of the device was not performed. Manufacturing records indicated that the probe met required specifications.